Event description:
Integra received by mail from the FDA medwatch (B)(4). It was reported that the device was placed in the pt's brain and inflated with 1cc of preservative free 0.9% sodium chloride solution. The balloon burst shortly after it was inflated. There was no injury to the pt. A new balloon catheter was used and inflated successfully. Integra contacted the reporter who stated that the device is not available for return for evaluation; it has been discarded at the user facility. The lot number is not known as the packaging was not saved. The instruction for use, under precautions states "inflate balloon with air only. Do not inflate with saline or contrast media."

Manufacturer narrative:
An investigation was initiated based upon the reported info. The involved neuro balloon catheter is not available for investigation and no lot number was provided. This device has been designed to be inflated with air only: this is stated on the device labels and in the instructions for use. Filling the silicone elastomer balloon with saline instead of air can explain the reported burst. The IFU also caution, "do not inflate with saline of contrast media." The labeling is considered adequate. After reviewing the integra complaint database since 2005, only one similar complaint was recorded. (B)(4). No further investigation, nor corrective action is deemed required. The device risk analysis does not need to be modified. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.